Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The ultra delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant imagery or video was provided for review. A device history review (DHR) review or lot history review were not able to be performed since the device workorder information was not provided. Complaint history review from november 2018 through october 2019 for the ultra delivery system (all models and sizes) revealed other similar reported event. No manufacturing non-conformances were identified. Available information suggested procedural and/or patient factors may have contributed to the reported events. . Review of complaint history from august 2019 to october 2019 revealed the trigger for trend review was not met for the appropriate complaint code. Per the IFU and training manuals, slow continuous inflation throughout deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Warning: failure to use slow, controlled inflation and prescribed nominal inflation volumes may result in balloon rupture, and lead to patient death or serious injuries associated with difficulty retrieving the delivery system and surgical intervention. No IFU/training manual deficiencies were found. During the manufacturing process, the ultra delivery systems undergo multiple 100% inspections. During final inspection, the balloons undergo multiple 100% dimensional and visual inspections, and leak testing by manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was not able to be confirmed since the device was not returned for evaluation and no applicable imagery was provided for review. A review of complaint history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. No information regarding the patient¿s vasculature was provided. Although a definitive root cause of balloon burst was unable to be determined at this time, previously evaluated reports suggested procedural and/or patient factors may have contributed to the reported event. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A product risk assessment and CAPA were previously initiated to address ultra balloon burst and retrieval issues and a training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. The CAPA will be used to capture the effectiveness of the training bulletin.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, during the implant of a 20mm sapien 3 ultra valve, the ultra delivery system balloon burst. No issues with the retrieval of the damaged ultra delivery system were noted. No consequences to the patient were reported. Information regarding the annular diameter and the degree of valvular calcification was provided.